Event description:
Report received of an overdelivery of demerol due to operator error in programming. The pump was to be programmed to deliver 10mg/ml of demerol with a 20mg-loading dose; however, the nurse programmed the pump with a drug concentration of 1mg/dl and not the intended 10mg/ml. The pump tubing was manually primed and then placed into the pump. The loading dose was initiated. The nurse reported that the pump display indicated that 17mg had been delivered, but the medication syringe "looked almost empty". Reportedly, there was between 5ml and 10ml of medication left in the 30ml syringe. The nurse reported that the pt received approx 170mg of demerol. The pump was stopped and the medication was discontinued. The doctor was notified. The pt was given IV narcan 0.2mg, and responded to the treatment. The pt was already receiving oxygen. The pt did not experience any adverse sequelae. Though requested, there was no further info available.